Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after clearing a missed bolus alarm. Customer's blood glucose level was 220 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and no button response due to corroded keypad traces. Unable to verify the bolus missed alarm due to the button/keypad anomaly. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, and minor scratches on the display window.